Event description:
Information received indicates the left head siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch pin and spring was damaged. He replaced the pin and spring to repair the bed.